Event description:
It was reported that the generator explanted on (B)(6) 2015 will not be returned by the explant facility. Additional information was received that the patient underwent full revision surgery on (B)(6) 2015. The lead was replaced due to high impedance and the surgeon noted fluid in the lead near the lead pin. A new set of electrodes was implanted below the old set of electrodes. During the surgery, the patient's generator was mistakenly removed from the sterile field and had to be replaced as well. The explanted generator and lead were kept by the facility due to their protocol and were not returned.

Event description:
Following a generator replacement surgery to battery depletion on (B)(6) 2015, high impedance was found on system diagnostics test with a dcdc of 7 during patient's follow up visit. Patient's vns was turned off and patient was referred for chest and neck x-rays. Patient was also referred for lead revision surgery. Implant card on (B)(6) 2015 indicates that the impedance was within normal limits with dcdc 2. Patient had his chest and neck x-rays done at an outside facility and so the following physician could not provide those. Patient underwent generator replacement surgery on (B)(6) 2015. During surgery. The surgeon checked the lead pin insertion into the generator by removing it, cleaning the pin, and reinserting into the generator. This did not resolve the high impedance. As the patient wanted a model 106 generator, the generator was replaced. The high impedance still persisted. The surgeon then checked the lead and mentioned that it looked fine and that he would schedule a surgery in the future for revising the lead. The lead was not replaced as a result.